Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the helix would not fully extend despite numerous turns. When the lead was removed from the body and tested, the helix still would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.